Event description:
When the physician was coagulating a fallopian tube during a laparoscopic tubal sterilization, the bipolar forceps jaws stuck to the tube tissue. Some manipulation of the forceps was done to free the tube. In the process, a vein separated from the tubal tissue, but it did not rupture. No pt injury was reported. The case was completed without further incident.